Event description:
It was reported that the ilet user experienced low blood glucose and had treated the event with oral glucose (two packs of smarties) after accidentally announcing an additional meal during a downward trend, with sensor alerts for urgent low, low soon, low, and high occurring. The device component implicated was the user interface and the issue related to improper or incorrect procedure or method. Symptoms included hypoglycemia with a nadir of 40 mg/dl accompanied by fatigue and irritability, and periods of hyperglycemia reaching 360 mg/dl were also reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified as an accidental meal announcement, and the issue involved the user interface with improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.